Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported at an unknown time that the "implant is collapsed." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical inspection of retaining features identified asymmetrical witness marks noted at retaining feature. Manual functional evaluation of implant found implant able to be properly extended, and the locking function automatically engaging. Evaluation of implant with 200lbf compressive load cell at highest and lowest setting found implant did not release or collapse. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Manufacturer narrative:
(B)(6). (B)(4) the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.